Event description:
The customer's assigned olympus representative was on-site for a visit when it was found that the facility never brushed the balloon duct of the evis lucera ultrasound gastrovideoscope (subject device) during cleaning. The facility followed the other cleaning processes without issue. There were no reports of health damage to any patients as a result of the issue. The olympus representative re-instructed the facility regarding proper cleaning methods.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The investigation is in-progress. Once the investigation is complete, or if additional information is received, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9 to yes (an olympus representative was on site). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the user's understanding differed from olympus recommendations as the facility's reprocessing methods departed from the contents of the instruction manual. The event can be prevented by following "chapter 6 washing, sterilization, condition and application of disinfection" and "chapter7 washing, sterilization, process of disinfection" in the instructions for use (IFU). Olympus will continue to monitor field performance for this device.